Event description:
It was reported that the physician was experiencing difficulties when using the programming system to communicate with vns pt's devices. The wand battery was checked and appeared to have adequate power. The hand held was fully charged per the physician and the hand held was not plugged into the wall outlet when trying to communicate with pt's devices. The physician was sent a new programming system as troubleshooting over the phone was not successful at singling out the problematic device. The programming system has been returned to MFR where analysis is underway.

Manufacturer narrative:
The 1/14/10 customer report was confirmed. Blood was visible underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Unit is sent to accellent for further evaluation. The 2/2/10 accellent evaluation: the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is inconsistent wall thickness in the area that burst. The entire device was then visually inspected and there are no other defects detected. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Balloon rupture, no patient injury